Event description:
It was reported that the patient presented via merlin.net. Transmission revealed that the pulse generator exhibited crosstalk. The device was reprogrammed by decreasing the sensitivity. The device remained implanted. During a follow-up on (B)(6) 2017 the physician has decided to make no changes and to monitor at regular intervals. No patient symptoms were reported.